Event description:
As a technologist was transporting a collimator from the detector to the storage rack, the collimator fell from the exchanger server onto the floor. Event did not result in any injury.